Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use (during the system turn-on) when the issue occurred. A philips field service engineer (fse) went onsite and confirmed that the system cannot be turned on, the countdown reaches 00:00, and the application interface cannot be entered normally. Upon troubleshooting, it was found that the low-voltage dc of the m cabinet was missing, and it was determined that the dcps (direct current power supply) was defective. The defective pd.scomp.dcps_24v_12v_5v was returned to philips for further analysis. The analysis confirmed the malfunction and identified led's stay off and fan is not running. Following the replacement of the pd.scomp.dcps_24v_12v_5v by the fse and after functional checks, the system was returned to working conditions. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.